Event description:
The endocath was used for a laparoscopic cholecystectomy. When the gallbladder was removed the surgeon noticed a remnant of the device sticking out through the incision that the gallbladder was pulled through. It was the connecting ring port of the loop. It was measured and fitted to the device to ensure that all of the material had been removed. The surgeon also irrigated and examined the pt through the laparoscope and did not find any other endocath material.